Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump under-infused. While in a critical care unit, the ¿unstable patient¿ was receiving a bolus infusion of 50ml of hydralazine at 200ml/hour over fifteen minutes. After fifteen minutes, 20ml remained. ¿at a later time¿, the nurse administered the ¿residual volume¿; however, ¿this impacted the absorption of the ¿vasopressor¿ and the stability of [their] condition due to delays in infusion.¿ a continu-flo solution set was also used per ¿high-risk drug protocol.¿ no further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.